Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the top of case was chipped and cracked. The bottom of case was cracked and missing a foot. Customer?s reported issues were not duplicated. The root cause of the reported issues was determined. Impact caused case damage and missing foot. The customer?s reported issue of check clutch and plunger error was caused by the customer releasing the pump?s clutch and manually moving the plunger head during a programmed infusion. Actions taken to mitigate the reported issue: replaced clutch half's left and right, leadscrew and spring as a preventative measure. Parts were over seven years old. Replaced stepper motor, motor mount, worm coupling and gear as a preventative measure for noise and motor drive post, also parts over seven years old.

Event description:
It was reported that motor drive post and motor noise, check clutch, cracked case and missing foot events occurred. No patient injury reported.